Event description:
Three sutures broke in a row while the surgeon was tying knots.======================manufacturer response for suture, non-absorbable, ethibond excel (per site reporter).======================they want the product returned for qa, and will send a return kit.